Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 479 mg/dl. The customer experienced different blood glucose level of 218 mg/dl. The customer also stated that pump is not working currently due to physical damage. Troubleshooting was declined by the customer for high blood glucose. The product will be returned for the analysis.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm due to corroded battery tube. Device was received with cracked reservoir tube lip. No crack battery tube threads noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.